Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia with lowest blood glucose of 40 mg/dl, lasting approximately 35 minutes, following device use; the user treated with oral glucose tablets and also administered an injection, and low and urgent low alerts were received. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included correction of the low with self-care and no need for medical intervention or assistance. Investigation included a complaint review and troubleshooting with education provided to the user. Investigation of this case revealed no confirmed device malfunction and a cause that remained unclear for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.